Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year old white male patient presenting for an elective high risk percutaneous coronary intervention for hemodynamic support with an impella 2.5 device. During insertion, the physician advanced the catheter into place and initiated the device. After starting the pump, the device's motor current appeared flat and troubleshooting suggested the device was actually inserted into the descending aorta, rather than the left ventricle. The patient's blood pressure began to fall and dye insertion revealed a large perforation in the patient's aortic arch at the bend of the ascending aorta. Prior to insertion of the device, a large "chunk" of calcium was noted at the site of the perforation. Intervention in the form of two stent placements, blood products, and intubation were performed. The patient ultimately endured severe bradycardia, pulseless electrical activity, and expired.